Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The product was not returned for evaluation, and a thorough review could not be conducted as no lot no. Was provided. The broken part was not returned for evaluation; therefore it is not possible to determine the exact cause of the breakage. Based on the complaint description, a distal portion of the stainless steel cannula shaft had broken off inside the patient's bone. Under normal conditions, only axial loads are applied to the cannula assembly while being impacted into or removed from the pedicle. The breaking off of the distal end of the cannula shaft would imply that a moment was applied to the cannula. In addition, the inability to advance the drill into the cancellous bone confirms the bone was unusually hard, as reported by the rep. The material from the cannula that remained inside the patient is 304 stainless steel. The effects of long term implantation of 300 series stainless steel are well known, and the implantation of this material does not raise any concerns of safety to the patient. The exact cause of the reported issue cannot be determined.

Event description:
Globus received a maude event report (mw5042653) which stated that during surgery, an affirm cannula had broken off in the patient's pedicle. The surgery took place on (B)(6) 2015. The cannula could not be removed and remains in the patient's vertebral body.

Manufacturer narrative:
Globus had submitted the initial report on 08/27/2015. That report did not include a lot number, as it was not initially provided. The lot number has since been obtained, and a thorough review was conducted. A review was conducted of all applicable material records, manufacturing records, storage records, and distribution records according to the descriptions of the product used with the concomitant device. All records revealed all product lots were manufactured within specifications, maintained and distributed in accordance with all federal, state and operating procedures. There were no similar descriptions of the cannula breaking at the tip.